Event description:
It was reported that the suction on the cbcii blood conservation kit w/3/16 inch round pvc wound drain stopped after the procedure. A minimal amount of collected blood had to be discarded and no other blood products were ordered or administered to the patient. There were no adverse consequences.

Manufacturer narrative:
The unit was not available for evaluation since it was discarded by the customer. Therefore, the reported condition cannot be confirmed.